Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 2 years and 3 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, stenosis, halt and abnormal gradients were reported. Patient symptoms are doe and mild fatigue. A valve in valve has been scheduled. Patient on aspirin only. Eliquis had to be stopped. Echo report states abnormal gradients, and cardiac CT shows hypo attenuated leaflet thickening with near complete leaflet involvement greater than 75 percent. Patient is being worked up for a valve in valve procedure with a concern for coronary occlusion. Edwards proctor review: cta: 26mm sapien 3 valve in aortic position, thv is under expanded in the mid frame (waist), good commissural alignment, severe hypoattenuated leaflets thickening (halt), crp is at the same level of the neo skirt risk plane.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the complaint site and reviewed by ew proctor/imagery. The following observations were made: halt observed on all leaflets. The valve appeared under expanded (mid frame). The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported gradient and halt were confirmed per provided imagery and reported information from fcs (field clinical specialist). A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In additional, if elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, the patient had vast comorbidities (e.g. Cad, htn, hld, dm ii, obesity, etc), which are known factors that may increase the risk of atherosclerosis leading to early valve degeneration with thickened leaflets. In addition, thickened leaflets could narrow the opening and obstruct the blood flow across the valve, leading to increased gradients. As such, available information suggests that patient factors (cad, htn, hld, dm ii, obesity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.